Event description:
A customer reported to baxter (B)(4) of a blood/solution infusion set with clearlink and hand pump in which customer was unable to connect lock to cannula. The reported condition occurred during patient use. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. This is a product not distributed in the us and does not have a 510k number. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). Actual sample is not available for evaluation. Evaluation summary: the reported condition of a blood/solution infusion set with clearlink and hand pump in which customer was unable to connect lock to cannula was not confirmed during sample evaluation. Actual sample was not available. No defect was observed during visual test and functional test of the companion sample from the same lot number. No other tests were performed. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.